Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte regular retainer, patient experienced tooth # 8 has turned gray and being sensitive. The tooth was not gray before starting of treatment. Patient has been advised tosee their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.